Manufacturer narrative:
Siemens has requested instrument files and investigation will commence once they are received. The customer states that the last name demographic is set as a required demographic and that they have other rp500e's on the same software version (v5.2) that do not have this issue. The cause of this event is unknown.

Event description:
The customer reported that the instrument is not saving the last name demographics when data is entered and does not show on the test record correctly. The customer states that the last name is from a previous test. There is no report of injury due to this event.

Manufacturer narrative:
Based on the new information provided by the customer, the root cause was due to a customer education/training issue. The customer toggled the last name demographic and saved settings. The issue has been resolved. The rp500e is performing as intended and is operational. No systemic product problem identified.